Event description:
Bladder sling. Boston scientific halo transobturator sling: pain on left side of body, pelvic pain-below, vaginal pain, urinary tract infections, bacteria vaginosis, difficulty during sex, fatigue and light fever. Reason for use: stress incontinence.